Manufacturer narrative:
This report is submitted on october 07, 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgements. Surgery to replace the magnet was completed on (B)(6) 2020. The implanted device remains.